Manufacturer narrative:
Upon further review, bd has determined that this MDR as not reportable as the therapy was completed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device alarmed about 30 minutes ago and just now regarding a significant change in the patient¿s temperature. Nurse stated that the had an esophageal temperature probe connected to patient temperature 1 and a bladder temperature connected to the bedside monitor. Also stated that both temperatures correlate with each other, and nurse did not know why it was alarming. Mis walked nurse through accessing event log, device alarmed 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic) both times. Mis confirmed with nurse that they had not flushed the patients orogastric (og) tube. The orogastric (og) tube was connected to low intermittent suction but was not anymore. Nurse confirmed the esophageal probe was still in place. Mis had nurse to flex the temperature cable, the patient¿s temperature remained stable at 36.2c. Nurse stated they had not noticed any major fluctuations in the patient temperature. Therapy running without alarming while on the phone with nurse. Mis informed nurse to monitor patients¿ temperature and if device alarms again, call them back. Per follow up information received via phone on 03may2023, it was reported that therapy was completed and there was no impact to the patient. The patient was a male. The device worked after doing troubleshooting with mis.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device alarmed about 30 minutes ago and just now regarding a significant change in the patient¿s temperature. Nurse stated that the had an esophageal temperature probe connected to patient temperature 1 and a bladder temperature connected to the bedside monitor. Also stated that both temperatures correlate with each other, and nurse did not know why it was alarming. Mis walked nurse through accessing event log, device alarmed 15 (unable to obtain a stable patient temperature) and 50 (patient temperature 1 erratic) both times. Mis confirmed with nurse that they had not flushed the patients orogastric (og) tube. The orogastric (og) tube was connected to low intermittent suction but was not anymore. Nurse confirmed the esophageal probe was still in place. Mis had nurse to flex the temperature cable, the patient¿s temperature remained stable at 36.2c. Nurse stated they had not noticed any major fluctuations in the patient temperature. Therapy running without alarming while on the phone with nurse. Mis informed nurse to monitor patients¿ temperature and if device alarms again, call them back.